Event description:
It was reported to resmed (B)(4) that as astral device displayed a continuous warning alarm of low peep pressure at the distributor site. There was no pt injury reported as a result of this incident. (B)(4).